Event description:
It was reported that a device alarmed for a system error 105. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter has received and is currently evaluating the device. When the evaluation is complete, a supplemental report will be submitted.